Event description:
It was reported the patient developed presyncope due to intermittent capture because of elevated capture thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.